Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2014-00795.

Event description:
It was reported that during set-up of device for a cardiopulmonary bypass procedure, there was a pump jam on the roller pump an d a "pump jam" error message displayed. The pump was in the arterial position with single tubing. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.